Manufacturer narrative:
Unit was received with all operating currents within specification and passed functional testing including the rewind test, self-test, unexpected restart error test, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test, and displacement test. Unit was programed correct time/date and monitored 3 days. No unexpected time/date anomaly, internal clock comparison error alarm, or any alarm noted. Unit had minor scratched lcd window, cracked battery tube threads, and cracked reservoir tube lip were noted.

Event description:
The customer reported via phone call that the insulin pump alarmed internal clock comparison error. Customer's blood glucose level was 420 mg/dl. The self-test passed. The customer was advised that the device would be replaced and agreed to return the product for analysis.